Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed to get in touch with their manufacturer representative (rep) to see if they can help the patient change the program. The patient was originally in contact with their rep to change their program about a week ago. They were changing the program because as of about 2 weeks ago, they were having issues as night. They were getting up to go to the bathroom 10 times a night. Since they've changed the program, the patient had been going every 10-15 minutes. Patient also states for the last 2-3 days they've been having bladder pain so severe that it set the patient off into a grand mal seizure for 7 hours. If they experience pain at a level 10, it sets off seizures. Patient states they experience hard spasms that roll in the bladder. Patient states it's a like a weird heavy feeling like it's going to fall out. Patient also needed to find a rep in their new area to hold them over until they can get established with their new managing doctor. Troubleshooting was unable to be performed as patient services (ps) offered to assist patient with changing programs but patient declined. They haven't been tracking which programs they've already tried, but that the rep had been. They left a voicemail for the rep notifying them of the situation, but have not gotten a call back yet. Patient would prefer to just work with them on it. Notifying field staff of situation or request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device/therapy was not causal or contributory to the grand mall seizure. The cause of the seizure was determined to be due to interetetial cystitis. 10 years ago the patient was diagnosed with non/epilepsy. Seizures are brought on by high level of pain on a traumatic emotional happening. The patient reported that they had moved from michigan to nc and was seeking a new urologist. They were referred to a doctor and have an appointment with them on (B)(6) 2023.